Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 25-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. On the event date of 25-jan-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the event date of 25-jan-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 01/21/2025 20:17:00.000, 01/22/2025 01:12:00.000, 01/22/2025 01:22:00.000. Sgcalibrationerror (776) was found on: 01/25/2025 05:52:51.000, 01/25/2025 07:05:23.000, 01/25/2025 20:14:19.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: 01/23/2025 10:13:00.000, 01/24/2025 23:30:00.000. Insert battery alarm was found on: 01/23/2025 10:14:01.000, 01/23/2025 10:14:30.000, 01/23/2025 10:14:37.000, 01/24/2025 23:33:12.000. Failed battery alert/battery failed alarm was found on: 01/23/2025 10:14:29.000, 01/23/2025 10:14:36.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 28-jan-2025 at 2:41:57 am. There was no power data available for the dates of 23-jan-2025 and 24-jan-2025. Unable to check power data for low battery alert and failed battery alert/battery failed alarm. No unexpected low battery alert and failed battery alert/battery failed alarm noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.86 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with possible over delivery anomaly. The customer reported blood glucose value of 66 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-332a, mmt-1884, unomedical, mmt-7040a. Troubleshooting was performed and the customer was using the auto mode/smartguard feature at the time of the event and the customer has been using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer would discontinue the use of the insulin pump. No product return is required for mmt-332a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-7040a.